Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn. Information was reported that the patient stated "it threw a code, and it's not working". The patient stated she called her doctor's office to have them jump start the device. The patient does not know the code and does not have external devices available. Patient services suspected the patient is referring to end of service (eos), as her ins is over 9 years old, and this was reviewed with the patient. The patient also stated that when they had their spinal cord stimulator (scs) implanted she couldn't walk, and the scs implant helped her to walk again. The patient reported she first noticed the code around the time that she had numbness in her foot and pain started going up through it again. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that the ins was implanted in 2008 and has not reached eos. It was assumed that the reason for the error message was due to eos but this could not be confirmed. No steps were taken to resolve the issue. No further complications were reported.